Manufacturer narrative:
The reporter's meter was provided for investigation, where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The meter has been returned for investigation. The investigation is ongoing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of discrepant inr results from a coaguchek xs meter. At 12:03 p.m., the result was 6.1 inr. At 12:48 p.m., the result was 4.1 inr. The patient's therapeutic range is 2.0-3.0 inr.